Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not recognize the medication as a valid formulary item. A technical support specialist dialed into the server and confirmed that the pyxis es server had received the medication ID as (B)(4) for the order. The case was then assigned to integrated enterprise support team (iest) for further investigation, and an update was later received from their team regarding the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a medication stocked in the pyxis was greyed out with the message "not available, one or more items not in formulary, cannot remove". The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.